Event description:
It was reported that the right ventricular (rv) lead measured high superior vena cava (svc) impedance. The svc coil will be turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator, (B)(6) 2010; 419688 implantable pacing lead (B)(6) 2010. (B)(4).